Event description:
I used renu moistureloc contact lens solution from 07/21/2005 thru 12/31/05. I was hospitalized on 12/25/05 because I woke up after falling asleep in my contacts to my eye hurting, watering and very red. It felt like I had sand in it, I had never experienced that kind of pain in my life. I thought maybe it would get better when I took my contacts out, but it never did. I had to go to the ER x-mas day where the dr diagnosed me with a fungus in my eye, my vision has been blurry since. I have to squint at times to see better and my eyesight has gotton worse.